Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the tip of a firstpass suture passer detached and it was found on a x-ray in the shoulder joint. The broken piece was removed. Surgery was resumed, after a surgical delay of 40 minutes, with a back-up device. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on e1, e2 and e3.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that, during a shoulder arthroscopy, the tip of a firstpass suture passer detached. The broken piece was removed with gillies and the use of x-ray to locate. Only one of the trapdoor bits was located on x-ray. Surgery was resumed, after a surgical delay of 40 minutes, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: h6: health effect - clinical and impact code h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the procedure was completed using a back-up device. It was noted on the customer feedback form that the patient was not harm due to the reported events. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.